Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration which was confirmed through imaging. Reprogramming was performed, however, unsuccessful. The patient underwent a revision procedure wherein the left lead was replaced. The patient was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7125691